Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a ventricular beat was undersensed. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The following physician confirmed that no programming changes were made.